Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Product location unknown .

Event description:
Patient underwent an oral bone grafting procedure. Subsequently, the patient underwent a periodontal procedure, guided bone regeneration, and radiologic treatment due to non-integration, infection, bone loss, non-healing wound, one implant loss, and gingivitis.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Event date - ni. UDI - (B)(4). Corrective action was initiated to address the reported issue.